Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation primary with two unknown mentor gel breast implants has experienced postoperative bilateral rupture and unexplained systemic symptoms, including swollen glands, migraines, pressure in both breasts, and hot flashes. Rupture was confirmed by mammogram and ultrasound. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This medwatch report is for the left-sided implant.